Manufacturer narrative:
Device was not returned for evaluation. No additional information was available despite repeated follow-up attempts. Device manufacture date could not be determined. The user manual contains the following warning "the attachment should not be used if any part of the attachment appears to be bent, loose, missing, or damaged. Excessive pressure or improper handling, such as bending or prying, of the attachment or dissecting tool may cause injury to the patient, operator and/or operating room staff."

Event description:
It was reported that the footed portion may have detached and could have been left in the patient. No patient impact reported. No additional information was available despite repeated follow-up attempts.